Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were air bubbles in the reservoir. The size of the air bubbles were unknown. The customer stated the insulin was not always stored at room temperature. Customer stated they did not rewind the insulin pump with the reservoir in place. There were no leaks present. The customer's blood glucose was unknown. The customer declined to return the reservoir for analysis.